Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop events were confirmed via the submitted log file. The submitted log file contained data spanning from (B)(6) 2022 at 01:05:42 to (B)(6) 2022 at 11:22:58, per the timestamp. Pump stop events with associated low speed alarms, low flow alarms, and elevations in pump power were captured on (B)(6) 2022 while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the pump stop events captured in the log file appear consistent with potential driveline wire compromise; however, a specific cause for the pump stop events cannot be conclusively determined. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for observation on (B)(6) 2022 due to pump stops. Symptoms included dizziness and lightheadedness. It was noted that the patient had a clam shell repair earlier in the year. The patient reportedly switched to a mobile power unit (mpu) about a month ago not realizing it was grounded. Log file review confirmed pump stop events while connected to the mpu but none occurred while connected to the power module or battery power. This behavior was consistent with a short-to-shield (sts) fracture. The patient was sent home with a power module and orange cable.

Manufacturer narrative:
Related manufacturer's report capturing clam shell repair: 2916596-2022-12888. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.